Event description:
User reported the level sensor does not trigger the appropriate response when fluid is beneath the sensor. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation did not note any damage on teh device. The reported fault could not be replicated. Sensor was disposed of as a precaution.